Event description:
It was reported that the customer experienced continuous elevated blood glucose (value not provided). Customer changed the insulin, cartridges and infusion set multiple times. There were no alerts or alarms in pump history. Additional insulin was delivered; however, elevated bg was not resolved. Customer reverted to using another pump and issue was resolved.